Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a matrix drawer will not open. Message is not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer required maintenance. A field service engineer checked the components and found that the bus cable was loosely connected. The field service engineer reseated the cable and checked for debris. The field service engineer tested the device's functionality. The system functioned as intended after the field service engineer repaired the device.